Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: 6/16/2016 phone call, 6/17/2016 phone call, and 6/17/2016 e-mail. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The keyboard front panel was replaced, and the unit was returned to service.

Event description:
The hospital reported that the unit unexpectedly shut down during a case. The unit was replaced and the case was able to continue. There was no report of patient injury.